Manufacturer narrative:
H3 & h6: investigation results indicate that the breakage was due to sustained contact with separate surgical tool (most likely metallic) in the surgical site. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke, the fragment was expelled in the operating room and the remainder of the bur stayed stuck in the associated handpiece drill. It was also reported that a replacement drill and a new bur was used to complete the surgery also broke during the procedure. No further information was provided. This report is for the first bur that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the bur broke, the fragment was expelled in the operating room and the remainder of the bur stayed stuck in the associated handpiece drill. It was also reported that a replacement drill and a new bur was used to complete the surgery also broke during the procedure. No further information was provided. This report is for the first bur that broke.